Event description:
The device was explanted and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.37 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to one compromised low voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this device had reached elective replacement indicator (eri) and was explanted. It was alleged the device had reached eri prematurely. Eri was reached with a battery voltage of 2.48 v. This device is part of the shortened replacement window product advisory, originally communicated (B)(6), 2007. No adverse patient effects were observed.

Manufacturer narrative:
The device is expected to be returned for analysis. This event will be updated and resubmitted upon return and completion of analysis.